Event description:
It was reported that the patient came to the emergency room, and the patient's heart rate was noted to be approximately 30 beats per minute. The device was not able to be interrogated and no pacing was present. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 7000 competitor implantable tachy lead (B)(6) 2007; 1488t competitor implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis is incomplete as the device was damaged during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.